Event description:
During product evaluation by a baxter service technician, a micromix compounder contained an inoperative keypad switch panel. This condition can lead to incorrect compounding or incorrect labeling of compounding material. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the stop key not working properly. To correct the condition, the keypad switch panel was replaced. If any additional information is received, a follow-up MDR will be sent. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.